Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode was noted to move in the pocket when the patient moved from a supine position to a sitting position. A revision procedure was performed. The electrode was successfully repositioned and sutured in place. No additional adverse patient effects were reported. This product remains implanted and in service.

Event description:
It was reported that during the procedure to reposition the electrode, the patient was also noted to have a hematoma. The hematoma was removed during the procedure. Subsequently, this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing post revision procedure. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. Noise was unable to be reproduced with manipulations. This product remains implanted and in service.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.